Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was never much urine in the bags. The nurse consistently milked the tubing to get 300-500 ml of urine from the bladder. This happens more often than not.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was never much urine in the bags. The nurse consistently milked the tubing to get 300-500 ml of urine from the bladder. This happens more often than not.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "-visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. -maintain unobstructed urine flow and keep the catheter and collection tube. -keep the collection bag below the level of the bladder or hips at all times. -empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was never much urine in the bags. The nurse consistently milked the tubing to get 300-500 ml of urine from the bladder. This happens more often than not.